Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system were used. After the procedure the patient was prescribed a drug regimen of the anticoagulant xarelto and remained compliant with the drug regimen. 90 days post implant procedure the patient underwent a follow-up transesophageal echocardiogram (tee). A non-mobile thrombus was noted on the face of the device near the threaded insert. The patient continued oral anticoagulation medication and will be given another tee in the future. The patient has not had any clinical events associated with this event.